Event description:
It was reported that the communicator was rebooting excessively. The communicator cellular adapter was observed to be hot. A boston scientific technical services (ts) assisted the patient in troubleshooting. There were no storms or outages observed. The communicator issue persisted. The company representative advised to replace the communicator. The communicator was no longer in service. No adverse patient effects were reported.